Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Can you clarify what is meant by ¿opening deeper the incision to retrieve needle¿? Was the skin incision enlarged or lengthened? Were all the needle pieces removed from the patient? Was there any change to the patient post operative care due to the additional incision? Do you have the needle for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a breast reconstruction procedure on (B)(6)2017 and the suture was used. During the procedure, the needle pulled off and the needle was lost, requiring opening deeper the incision to retrieve it. It was also reported that there was no need to use an image intensifier because the needle was found. Once the needle was recovered and discarded, another like suture was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you clarify what is meant by ¿opening deeper the incision to retrieve needle¿? The skin incision was dug. Was the skin incision enlarged or lengthened? The skin incision was dug. Were all the needle pieces removed from the patient? Yes was there any change to the patient post operative care due to the additional incision? No do you have the needle for evaluation? No what is the current condition of the patient? The patient is fine. The healing is ok.